Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the remote manager frequently failed. A field service engineer replaced the latch and readjusted mounting to resolve this issue. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system remote manager door was not open. The customer stated that there was no medication delay in dispensing workflow. The customer added that this malfunction occurred when trying to issue a medication to a patient there were no adverse events or injuries reported based on this event.